Event description:
Medtronic received information that the patient with this bioprosthetic aortic valve presented to the hospital with complaints of syncope, approximately one year post implant. A trans-thoracic echocardiogram demonstrated gradients of 70 /50mmhg. A stress echo was performed, which demonstrated gradients of 96/60mmhg. The surgeon elected to explant and replace the valve with a stentless aortic bioprosthesis. Upon explant, no gross degeneration was noted. The valve was returned for evaluation.

Manufacturer narrative:
Device history reviewed. Device history review found the product met specifications when released for distribution. Analysis: upon receipt, all leaflets of the valve were stiff but slightly flexible except where host tissue extended on the inflow of all cusps and lined the outflow of the non-coronary cusp. Thick pannus lined the sewing ring on the inflow along the tissue and base stitching, into all inferior coaptive areas and extended 1 to 3 mm onto all cusps significantly reducing the inflow orifice area. Tan thrombotic appearing host material partially filled and stiffened the non-coronary cusp on the outflow. Radiography showed no evidence of mineralization on the valve and host tissue. The device history record for this valve was reviewed and no issues were identified that would have impacted this event. Conclusion: reduced performance of the valve attributed to pannus overgrowth, a condition attributed to the patient. The valve was explanted and replaced with a stentless valve without reported patient complication.